Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced failure code 808:02, which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.09.90, which is classified as remediated. No additional information is available.

Event description:
A patient who underwent a low anterior resection procedure with anastomosis created with the car device due to low rectal cancer, returned on pod 4 with ischemic distal colon. Re-operation was conducted and the initial anastomosis with the device was found to be intact with no leakage, no abscess and no perforation. The patient tolerated the procedure well without any complications.

Manufacturer narrative:
(B)(4). Evaluation (other): aspiration bottom sensor worn-out from normal use. An investigation was conducted to evaluate this issue. No product deficiency or malfunction was identified and the issue was related to a worn-out part due to normal use. A mandatory technical service bulletin (tsb) is issued with instructions for field service to inspect and replace the part when necessary. The preventive maintenance procedures will be updated in the operators manual to include inspection of the aspiration probe sensor every six months and request replacement if required.

Manufacturer narrative:
(B)(4). A correction through a follow-up correction and removal fa01oct2010 was issued to include installing a new software (v4). The new v4 software released with fa01oct2010 includes a design improvement for the aspiration bottom sensor. With v4, the cd sapphire will execute sensor checks to determine the status of the sensor and will generate an error message if an issue is detected.

Manufacturer narrative:
(B)(4). This MDR is being filed to disassociate this complaint from correction and removal (B)(4), since it was previously reported under MDR number 2919069-2010-00312.

Event description:
The customer reported a defective aspiration bottom sensor of the cell-dyn sapphire analyzer. The part was replaced per fa05apr2010 to resolve the issue. No impact to patient results or patient management was reported.